Event description:
Meter was reading inaccurately. The medical affairs specilist attempted to reach the pt by phone; there was no answer and no answering machine to leave a message. A letter will be sent to the pt. The pt obtained a result of 18.1 (converts to 326 mg/dl) on the meter. Pt ate food and/or drank beverage following use of the meter. Pt was taken to the hosp because pt could not see. A result of 455 mg/dl was obtained on the hosp device. Pt was treated with an IV. No info was provided regarding when the pt first noted the change in units of measurement on the meter, pt testing regimen with the meter, or pt medication regimen. No further info was provided regarding the pt's symptoms and treatment at the time of concern. There is insufficient info to indicate that the product contributed to the pt experiencing injury or medical intervention. The customer service rep confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set in the correct unit of measurement and pt had not recently changed the units of measurements in the meter settings. Based on the apparent spontaneous change in the meter units of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.